Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary middle artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became separated outside the patient. The procedure was completed with a different device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that imaging window was detached.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary middle artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became separated outside the patient. The procedure was completed with a different device. No patient injury was reported.